Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "breast waterfall deformity" and "double bubble deformity" of a non-(B)(6) device. This record is for the left side. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1924, 2360. Device: 1546. Referencing report: mw5190669. This report captures right breast implant #2.